Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 65-90mg/dl fasting. Verified test strips expire 05/31/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 119mg/dl and 116mg/dl. Reviewed meter memory: (B)(6). Customer is concerned with the result of 38mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 65-90mg/dl fasting. Verified test strips expire 05/31/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 119mg/dl and 116mg/dl. Reviewed meter memory: (B)(4). Customer is concerned with the result of 38mg/dl. No adverse event reported.